Event description:
My problem is with the lifescan ultra 2 blood glucose monitoring system. The meter which I got directly from life scan gave erroneous readings, which I feel endangered my wife. I am her husband and caregiver. We would get an extremely high blood glucose readings, one I knew was impossible, so I would recheck in another spot immediately and get a much lower and acceptable reading. I am not diabetic and would check my blood glucose and too would get an extremely high reading. A second check would be normal. I contacted life scan-returned the meter and test strips. They "lost" the meter--claiming they did not receive it although they received the test strips. Both were in the same container. They wrote that they could not replace the meter. I just wanted the meter checked out. I know the meter malfunctioned and should I have accepted the erroneous readings the results could have been serious. I do feel the ultra2 meter should be checked. Dates of use: 2007. Diagnosis: diabetes.